Event description:
Needle remained in abdomen after injection. A pt who was introduced to a novofine 30g needle in a novopen 3 insulin delivery device in 1999, reported that the needle remained in their thigh after injection in 2003. They have been trained in the use of the device; however, the pt does re-use the needles and they do not remove the needle between injections. The needle in question had been used almost 20 times. The pt's physician confirmed that the needle was removed surgically, and the pt has recovered completely after the incident.